Manufacturer narrative:
The report rec'd from our affiliate indicated that there was a balloon rupture at 12 atmospheres of pressure. Clinical impression: during the percutaneous transluminal angioplasty to the left common iliac artery in this male pt the balloon was reported to have ruptured. The rupture took place at 12 atmospheres. Two other balloons (MFR unk) were also used. These also ruptured. The vessel was described as slightly tortuous, moderately calcified with a 95% stenosis. There was no injury to the pt. With the info available it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact on this event. The prod will not be returned for analysis. Review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot # to date. No prod was returned therefore the exact cause of the reported issue could not be determined. Route sheet review revealed no anomalies. There is no reason to assume the complaint is mfg related. Cordis has initiated corrective actions for balloon rupture.

Event description:
Describe event or problem: balloon rupture.